Manufacturer narrative:
Review of device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was implanted into the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report four (4) of six (6) for the same event. Report 1 of 6 is reported on MFR #0001032347-2016-00180; report 2 of 6 is reported on MFR #0001032347-2016-00181; report 3 of 6 is reported on MFR #0001032347-2016-00182; report 5 of 6 is reported on MFR # 0001032347-2016-00186; and report 6 of 6 is reported on MFR # 0001032347-2016-00187.

Event description:
It was reported that screws broke during surgery. Additionally, the distributor reported a plate was slightly "afloat" on the patient's bone due to the broken screws. Events resulted in a one-hour surgical delay.